Manufacturer narrative:
The device was not returned for analysis as it remains in the patient; therefore, device evaluation cannot be conducted. The cause of the post procedure thrombosis cannot be reliably determined; however, based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information post embolization treatment, the patient experienced asymptomatic thrombosis within the stent which resolved after 14 days. The patient underwent embolization treatment for a small right unruptured, saccular aneurysm with one pipeline flex embolization dev ice. There was no issues with the device during the procedure. Prior to the procedure, the patient had an mrs of 2. As of one year post-procedure, the patient had an mrs of 0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.